Event description:
(B)(4). It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented due to unstable angina and was referred for cardiac catheterization. Coronary angiography and the index procedure were then performed. The target lesion was a de novo lesion located in the saphenous vein graft (svg) to the first diagonal (d1) and extends up to the proximal segment of d1, with 95% stenosis and was 15 mm long with a reference vessel diameter of 2.75 mm. It was treated with pre-dilatation and placement of a 2.75 x 16 mm promus element¿ plus stent, with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented due to unstable angina and was referred for cardiac catheterization. The 99% isr of the previously placed study stent located in the svg to d1 was treated with placement of a 2.75 x 18 mm promus premier stent and another 5.0 x 13 mm non bsc stent was deployed at the distal portion of the svg to treat the 60% stenosis, following post dilatation residual stenosis was 0%. The event was considered resolved and the patient was discharged on aspirin and prasugrel on the same day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).